Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 500mg/dl. The customer experienced nausea and vomiting. Troubleshooting was performed. The time and date were incorrect. Assisted the customer with correcting them. Reviewed the bolus history and found that the insulin pump did not account for the boluses and basal rates correctly in the daily totals. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.